Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016 and the patient has resumed therapy.

Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories, including 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices and the sjm representative confirmed the issue. The patient attempted to recharge his ipg a few weeks ago but he experienced pocket heating and thus he stopped recharging the ipg (reference MFR. Report: 1627487-2015-26637 and 1627487-2015-26638). Surgical intervention may be pending to address this issue.